Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / physiomesh, involved caused and/or contributed to the adverse events described in the article, specifically: recurrent hernia. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, physiomesh? Journal article: 17th annual hernia repair: march 30-april 2, 2016 washington dc, USA. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138. Presentation title: use an intraperitoneal physiomesh using the sugarbaker technique in terminal colostomy presentor/author: jorge barreiro j, garcia bear a, rodriguez infante a, minguez ruiz g, aguado suarez n, ramos perez v, fernandez muniz p. Country: (B)(6).

Event description:
It was reported in a journal article that a patient underwent an elective rectal surgery with a permanent or pre-existing colostomy or ileostomy on unknown date and the mesh was implanted prophylactically. A routine computed tomography was performed after twelve months and hernia formation was confirmed. Additional information has been requested.